Event description:
When the needle was placed into the patients arm and proper placement was obtained, the needle would not retract from the catheter system. This subsequently lead to the entire IV being removed and another obtained.